Event description:
On (B)(6) 2013, the reporter contacted animas alleging a potential pump delivery issue. The reporter indicated having blood glucose levels from 49 mg/dl with weakness to 375 mg/dl with no symptoms. The reporter indicated that it was not completely clear if the blood glucose levels were related to the pump or to health issues. The reporter indicated that the settings appeared to be correct but was unsure of what the settings should be and has never changed them. The reporter indicated wanting to be able to rule out the pump in the blood glucose levels but felt unsure about the possibility of pump involvement. The reported blood glucose levels do not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box data revealed no issues; the user programmed basal rates were delivered correctly. The pump successfully performed a prime sequence, 24-hour exercise test, and delivered normal and audio boluses without issue during evaluation. The pump¿s flow accuracy was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.